Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn. A review of the sterilization record documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at unknown site. Symptoms of redness and fluid leakage were noted. The physician was unsure if the infection was device or procedure related. Prescription of antibiotics were unknown. The patient underwent an explant procedure.